Event description:
In the past several months there have been a total of 20 haylard corflo keofeeds inserted into a patient's lung. 16 of the 20 resulted in pneumothoraces with most requiring chest tube placement. 4 of the 20 were removed from the lung without evidence of a pneumothorax..